Manufacturer narrative:
The returned device was evaluated. During testing it was found that the lightning bolt icon would not appear when the unit was plugged into ac power and switching from ac power to battery power caused the root to shut down instantly. The battery charging light remained red when plugged into ac power instead of orange. The battery was found to be defective. The battery was replaced and the unit functioned as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the root charging indicator remains solid red when plugged to ac power. The battery is fully charged on the root display. When the ac power is removed, the root shuts down immediately. No known impact or consequence to patient.